Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing found the "up", "down" and "contrast" keys to be intermittently unresponsive. The keypad was peeling in the area of the up key. Removed keypad to inspect key contacts for contamination, whichwas found under the "contrast", "up" and "down" key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated that over the past month the up and down arrow keypad buttons required multiple presses to elicit a response. The reporter denied trauma to the pump and stated the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.